Manufacturer narrative:
Insulin pump was received with loose/protruded drive support disk, minor scratched display window, cracked case at display window corners, and broken off reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a loose drive support cap. She had been pressing on the drive support cap for a couple of months now. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.